Event description:
Information was received indicating that cracks were observed to the left side of a smiths medical portex bivona flextend tts tracheostomy (trach) tube. The trach tube was reported to be discarded following removal. There were no reported adverse patient effects.